Event description:
The hcp reported the pt was deceased secondary to cancer. The pump was explanted and returned to the MFR for analysis. A follow up report will be sent when additional info is received.

Event description:
Additional info from the hcp reports that prior to the pt's death from metastatic cancer, there were no untoward symptoms that were related to the pump system.